Manufacturer narrative:
(B)(4). Since no serial number was reported in connection with this event, a serial-number-specific lab report cannot be prepared. The firm-initiated recall covers all affected pumps. All event codes except conclusion are not labeled. Ross standard procedure includes sending a medwatch form to the reporter for completion and return. In this case, the reporter has not yet returned the completed medwatch form.

Event description:
Reported stated the feeding should have ended at noon, but finished at 8:00am, 4 hours early. There was no illness, injury or medical intervention resulting from the event. One patient involved.